Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for a check heater line alarm on the homechoice machine, it was reported there was air in the patient line of the cassette during fill one of peritoneal dialysis therapy. The home patient (hp) was connected. Troubleshooting was unable to determine the cause of the air. The technical services representative assisted the hp in ending therapy and advised the hp to restart therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.